Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have no product issue was identified. Additionally, the instrument was found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The instrument was found to have the main tube broken. No material was found missing. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tenaculum forceps expired without the red dot showing. The procedure was completed with no reported injury.